Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. The farawave catheter was removed from the sheath, and the orion catheter was being inserted when the physician noticed a blood leak coming from the hemostasis valve of the sheath. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for analysis as it was discarded.